Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: it was confirmed that the anvil was titled, but the device couldn't be retrieved from the patient. The surgeon pulled it out forcibly and slight bleeding occurred. Additional suturing was required the doctor commented that he confirmed the proper doughnut ring. Patient is under observation. Additional tissue resection and tissue damage. Nothing fell into the cavity.